Manufacturer narrative:
Hamilton medical ag comes to the conclusion: narrative: after the correspondence with our local distributor/partner, the customer confirmed that the reported defect was not a defect caused by the device but a wrong usage or controlling of the ventilator. The device was serviced, calibrated and tested. Device is back in use.

Event description:
The following was reported to hamilton medical ag: summary:patient not being ventilated - vt low, petco2 low and low minute volume alarms.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:patient not being ventilated - vt low, petco2 low and low minute volume alarms.